Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported bending section missing/perforated rubber cover could be determined, however, the damage was likely caused by hitting the curved rubber with a sharp object/use of excessive force and resulting in leakage at the distal end. The event may be detected/prevented by following the instructions for use which state: urf-p7 reprocessing manual chapter 1.4 precautions ¿ warning perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause damage to the bending mechanism or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Instructions urf-p7 operation manual chapter 4.2 insertion of the endoscope (for choledocho use) insert and/or withdraw the endoscope into/from a trocar tube slowly and deliberately. Forcefully inserting and/or withdrawing the endoscope may damage the bending section. Instructions urf-p7 reprocessing manual chapter 3.1 insertion - caution the instructions provided in this manual regarding compatible reprocessing methods are not valid for olympus devices repaired by a non-olympus facility. Olympus repairs devices to manufacturer¿s specifications using original equipment manufacturer¿s (OEM) materials. The use of non-OEM materials to repair an olympus device may affect the material compatibility and reprocessing efficacy of the device with certain reprocessing chemicals or methods. In the event that your device has been repaired by a non-olympus facility, contact the repair facility for instructions regarding compatible reprocessing methods. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the uretero-reno fiberscope exhibited bending section cover was missing. There were no reports of patient involvement.